Event description:
While performing a peripherally inserted central catheter (PICC) line placement, needle for lidocaine injection in the PICC line kit was damaged and not functional (completely bent). Then when registered nurse (rn) deployed safety device for the 21 gauge access needle, the green piece came right off. Rn was able to use an alternative needle for lidocaine injection. Healthcare provider kept uncovered used dirty needle away from other equipment pieces on tray so as not to have an accidental needle stick. Healthcare provider kept non-functioning/damage pieces for analysis, notified bard representative, who placed an incident report with bard, and risk department notified.